Manufacturer narrative:
Hospital neuro-coordinator was unable to provide the lot number of the device. Device MFR date is dependent on the lot number, therefore, unavailable. Disposable item. No return expected.

Event description:
A medtronic rep reported that when the surgeon began to remove the base, two of the screws broke and one of the screws stripped. The surgeon was using the disposable driver that comes in the kit and it was reported that the surgeon tightened the screws a little bit at a time and alternated as he tightened. There was no impact on the pt outcome.